Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (patient 1 = 1.99 ng/ml, patient 2 = 0.219 ng/ml) from two patient samples run on a vitros 5600 integrated system. The initial vitros top I es results were reported out of the laboratory, however the results were questioned by a physician because they were higher than expected compared to results obtained from serial samples for the same patients. Repeat testing of the same samples determined the expected vitros trop I es results to be < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.(B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from two patient samples run on a vitros 5600 integrated system. Results of precision testing and review of quality control results from the time frame of the event did not identify a performance issue with the vitros trop I es reagent lot in use. In addition, the investigation found no evidence to suggest an instrument malfunction occurred.the patient samples were not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.a definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a potential contributing factor. The root cause of this event is unknown.